Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6)2015 date of first implant procedure in common bile duct. No adverse events related to the procedure re-current biliary obstructions (B)(6)2017. At 812 days post-procedure. Due to tissue or tumor ingrowth. Patient presented with abdominal pain. Treatment endoscopic intervention new stent inside study stent. The site determined the event to not be related to the study device or procedure, related to budding within the stent. Patient death (B)(6)2022. This file will capture the use error of placing a stent in stent.

Manufacturer narrative:
User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the evo-fc-10-11-6-b device of lot number: c1074817 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and was created in response to the pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: the warnings section of the instructions for use, (ifu0062) which accompanies this device instructs the user; "testing of overlapping stents has not been completed and is not recommended¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU. According to the information provided the stent was placed inside a previously placed metal stent. Placing a stent inside/within another stent is considered overlapping. This is deemed to be use error, as previously mentioned the IFU states "testing of overlapping stents has not been completed and is not recommended¿¿. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to use error. Patient death was reported on (B)(6) 2022, the cause of death was not reported, as per medical advisor input the cause of death was due to tissue or tumour ingrowth.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 17-dec-2024.